Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that pt does not have coverage of her lower back. Reprogramming attempts and replacing the lead were unsuccessful at providing the pt the coverage she desires (reference MFR report: 1627487-2012-1442). The pt's scs system was explanted.